Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the control panel menu of the sorin centrifugal pump 5 (cp5) did not open after the procedure while the pump panels were being cleaned. There was no patient involvement. Through follow-up communication with the customer, sorin group (B)(4) learned that the issue occurred after breaking down the circuit while the perfusionist wiped down the cp5. After the display was dried, it began working again. The facility biomedical engineer tested the functionality and operation of the device and found no further issues. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the control panel menu of the sorin centrifugal pump 5 (cp5) did not open after the procedure while the pump panels were being cleaned. There was no patient involvement.

Manufacturer narrative:
After further review, livanova (B)(4) has determined that the reported event is not reportable, as the issue was caused solely by a user error. There was no device malfunction identified. No further follow-ups will be filed regarding this event. Malfunction caused by user error.